Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) . The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review of ict sample diluent list number 07p53-20 lot number 36997un23. The ict sample diluent used to analysis of electrolytes on alinity c processing module. A ticket search by the lot number 36997un23 did not identify an increase in complaint activity related to the issue under review. A review of tracking and trending data did not identify any related trends for the product for the issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. Device history record review did not identify any non-conformances or deviations with the likely cause list number and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity c processing module, serial number (b)6) , or ict sample diluent lot number 36997un23.

Event description:
The customer observed falsely elevated potassium results on one patient. The results provided were: sid (B)(6) potassium initial=6.6 mmol/l /repeated=4.8 mmol/l laboratory reference range for potassium=3.5 to 5.1 mmol/l there was no reported impact to patient management.